Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01272, 0001825034-2018-01273, 0001825034-2018-01274, 0001825034-2018-01276. Concomitant medical products: cat 195217 ¿ lot 589740 - vngd xp intlk fmrl lt, cat 195753 ¿ lot 677680 ¿ vgxp xp inlk pri tib tray, cat 195878 ¿ lot 450290 ¿ vgxp xp e1 tib brg lm, cat 184766 ¿ lot 19760 - series a pat std 3 peg. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Review of device history records for pn 195808 ln 450320 found that these units were released to distribution with no deviations or anomalies. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required as no were trends identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 395 - patient underwent knee replacement surgery for left knee on (B)(6) 2014. Subsequently 6 months post op patient reported for moderate pain while bending, impossible to kneel, moderate difficulty with walking down a flight of stairs.